Event description:
Asku

Event description:
It was reported that patient is complaining of syncope and lightheadedness. After further investigation cause of syncope and lightheadedness change of dosage of diuretics which caused blood pressure problems and had nothing to do to with device. Patient medications are being monitored. Device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The review indicated that no anomalies were found.